Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the balloon did not inflate. The procedure was completed with another device. The surgical time was extended by less than 30 minutes. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: the balloon, lock collar, valve seal and doors appeared intact. The inflation syringe was received. Pmv performed functional testing; the balloon was inflated, no leaks detected. The flapper valve door when actuated opened and closed securely. The lock collar move up and down the cannula and snapped securely in place. The obturator was inserted and removed without restriction into the trocar and cannula. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.